Manufacturer narrative:
(B)(4). Manufacturing date: 12/19/2014 - 12/22/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of the minicap was protruding. The caller stated they had used the minicap. No patient injury or medical intervention was reported as a result of this event. No additional information is available.